Event description:
The facility reported a flo-gard infusion pump with the malfunction of an occlusion alarm. This condition had the potential to interrupt delivery or may have been a false occlusion alarm. It is unknown when this condition occurred. There were no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a flo-gard infusion pump with an occlusion alarm was confirmed during product evaluation. This condition was caused by the pump's door being broken/cracked in the latch area. The pumphead door and associated parts were replaced to correct this condition.